Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, d1, d2a, d2b, d4, d6a, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Later healthcare professional reported "permeant crease causing breast deformity". This record is for the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: crease/folding of implant.

Event description:
Healthcare professional reported "possible rupture" and "implant was not ruptured, but severely indented due to folder over on itself in the pocket." This record is for unknown side. The device was explanted.

Event description:
Healthcare professional reported "possible rupture" and "implant was not ruptured, but severely indented due to folder over on itself in the pocket". Later healthcare professional reported "permeant crease causing breast deformity". This record is for right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3.